Event description:
The elderly pt had a tough occlusion in the m1. The clot was noted as "hard". The doctor has reported using the 041 penumbra system, advancing it approx 6mm distal to the reperfusion catheter 041 tip, and pulling the separator 041 hard. The distal tip of the separator 041 stayed in the clot and could not be retrieved.

Manufacturer narrative:
Device not returned to MFR.